Event description:
This is filed to report leak and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted into the groin over a non-abbott wire. However, during dilator and wire removal, the sgc chamber lost column and air was introduced into the guide. The guide was taken out of the stabilizer and lowered below the patients heart. Aspirations was performed and the air was removed. The procedure continued and the clip was inserted into the guide, but the sgc lost column and filled with air again. The clip introducer was removed and the sgc was lowered to perform aspirations again. A final attempt was made to introduce the clip into the sgc, but the sgc still leaked air. Therefore, the sgc was removed and the procedure was successfully completed with a new sgc. Air never entered the patient. One clip was implanted, reducing mr to -2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported loss of fluid column. The reported medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.